Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific product issue. The reported patient effects of foreign body in patient and mitral valve insufficiency/regurgitation are listed in the instructions for use and are known possible complications associated with mitraclip procedures.based on available information, the reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances/user technique. The reported foreign body in the patient was a result of the reported entrapment of device. The reported mitral valve insufficiency/regurgitation (unchanged mr) appears to be due to procedural conditions. The reported unexpected medical intervention (pti) is a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip entanglement. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. To further reduce mr a second clip was advanced to the mitral valve; however, the clip was moved too far lateral and got entangled in chordae and could not be freed; therefore, the clip was deployed in chordae. The final mr remained at 4. There was no clinically significant delay during the procedure. No additional information was provided.